Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage at inserter / tubing was confirmed upon inspection and testing of the samples. Analysis of the sample showed that a leak was observed at the junction of the tubing with the luer adapter. Bd was able to observe the reported defect however it was not possible to determine the root cause to this failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in leaked at inserter / tubing. It was reported by the customer that IV extension tubing on the bd nexiva diffusics found to leak on two separate insidents. IV site itself intact and not leaking. Fluid noted leaking in the extension tubing itself before reaching the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. IV extension tubing on the bd nexiva diffusics found to leak on two separate insidents. IV site itself intact and not leaking. Fluid noted leaking in the extension tubing itself before reaching the catheter. Floor & IV cns notified of malfunction item number is 38391.